Event description:
Boston scientific received information that the patient with this pacemaker was in the post anesthesia care unit after a non-device related surgery when high atrial pacing at 130 ppm was observed. The patient had a telemetry unit close to the device area, and when that was moved the pacing rate normalized. It was determined there was interference between the device and the telemetry unit that caused the high rate pacing. There were no adverse patient effects and the patient was not symptomatic. No programming changes were made. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.